Event description:
The user facility reported they advanced a prepped stent over a guidewire. They reportedly attempted to deploy the stent across the area of the rent in the internal carotid within the horizontal cavernous segment, but were unsuccessful due to significant tortuosity of the carotid siphon. Specifically, when advancing the stabilizer through the siphon, the catheter in question broke near its hub.the entire system was removed. Another smaller stent was advanced over the same guidewire and the stent was successfully deployed within the horizontal cavernous segment. The patient was reportedly discharged in stable condition two days following the procedure.

Manufacturer narrative:
The device's model and lot numbers were not disclosed, therefore the expiration was unable to be deermined. Device manufacturer date: the device's model and lot numbers were not disclosed, therefore, the date the device was manufacturered was unable to be determined. The device in question has not been returned to boston scientific for techinical analysis.